Event description:
The customer reported being hospitalized due to high blood glucose of 510mg/dl. The customer experienced vomiting and light headed. Troubleshooting was declined as customer stated that she will call back after he receives the tubing and if he still has problems. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.